Event description:
Investigation unit observed a solid line appearing on the left side of the display screen. No adverse event reported. Product has been returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.